Event description:
A cartridge change error was reported with the pump. There was no reported impact on the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's components, leading to the successful completion of the cartridge load process. The customer resumed insulin delivery without needing any cartridge replacements and was advised to monitor the system's performance.